Event description:
It was reported from (B)(6) that the attachment device did not function. The event was not reported to have occurred during surgery. There were no delays to a scheduled surgical procedure as an identical spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. Several attempts have been made to obtain additional information concerning the reported event; however, no additional information has been provided. A supplemental medwatch report will be submitted if further information is received.

Manufacturer narrative:
Initial reporter¿s phone number: (B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device had vibration. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to worn out bearings from normal wear and servicing over time. If additional information should become available, a supplemental medwatch report will be sent accordingly.